Manufacturer narrative:
An investigation of the provided information was made. As the operating table was not available itself, provided pictures and videos were evaluated. It could be confirmed that an unwanted movement of the operating table occurred. The root cause could not be identified as the customer did not want an on-site investigation and want to scrap the table. For this reason, it was not possible to carry out a deeper investigation for the root cause of the alleged malfunction. Based on this, no further actions are necessary.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
On 27-nov-2025, a company representative - service personnel contacted technical service to report that mars 2.01 (product code 0387610, serial number (B)(6)), the device unexpectedly lowered to its lowest position, causing a change in the patient's position, minor damage to the operating floor, and slight deformation of sheet metal parts. After the operation, the device was taken out of use and sent for repair. On the same day, after readjustment, the device automatically lowered to the lowest position. The customer stated that there was no injury associated with this event.